Event description:
It was reported that the competitor left ventricular (lv) lead was in the right ventricular (rv) port of the cardiac resynchronization therapy defibrillator (crt-d) and oversensing and elevated sensing integrity counter (sic) was observed. The lv lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).